Manufacturer narrative:
The device was returned to olympus for inspection, and one of the reported failures was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the reported scope communication error (e228), no problem was detected. Regarding the no image allegation and the reportable issue found during the investigation, the cause was traced to a component failure (due to corrosion on scope connector, image noise occurs and the image cannot be seen). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error (e228) and no image. The issue was found during reprocessing. There were no reports of patient involvement.